Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that during index percutaneous coronary intervention (pci), with impella support, of the left anterior descending artery (lad), the patient of unknown age and gender on impella cp support, developed distal thrombus embolization with no-reflow. The patient on the impella cp went into ventricular fibrillation (vf), which was fixed with defibrillation (1x). The informaiton of the vf was shared via the study team after the procedure.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation (vf) and thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of vf and thrombus could not be determined as the device was not returned.